Manufacturer narrative:
A company service representative examined the system and replaced the vitrectomy solenoid. No trocars were saved by the facility for evaluation. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that midway during a procedure, the patient experienced a choroidal hemmorhage. The doctor was using a 23 ga. Probe and the cutter was not working - no suction in cut mode. The cutter was replaced and the procedure was completed. The doctor also stated that the "infusion came loose under the retina during the case." This event occurred during the vitrectomy portion of the procedure. The patient's postoperative exam was fine. A similar event is being reported for a second patient and the same doctor reference MDR #2028159-2007-00370.